Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2019 and suture was used. During the procedure, the two attending doctors were using the suture and the suture separated from the needle while suturing. It was not known what layer of tissue or what type of loop was being performed. Another like device was used to complete the procedure. There were no patient consequences reported. The suture was discarded. No additional information was provided.